Manufacturer narrative:
Literature ref: doi:10.1161/circinterventions.112.971630. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed titled 'paclitaxel-coated balloons reduce restenosis after femoro-popliteal angioplasty evidence from the randomized pacifier trial'. Patients with symptomatic femoro-popliteal atherosclerotic disease undergoing percutaneous transluminal angioplasty were randomized to paclitaxel-coated in.pact pacific or uncoated pacific balloons. A total of 85 mainly white patients were randomized (41 to the in.pact pacific deb and 44 to the uncoated pacific xtreme balloon. Dissections were reported during the procedure. Procedural success was obtained in all cases. At 12 months having undergone tlr were 3/42 deb group and 12/43 uncoated balloon group. At 12 month follow-up there was no deaths in the deb group and 3 deaths in the control (pacific xtreme) group. Two patients died from cardiovascular failure, the first within 6 months from the index procedure and the second between 6 and 12 months, whereas a third patient died because of pneumonia and septic shock within 6 month from the index procedure.